Manufacturer narrative:
H11: complaints database review revealed no further similar events since unit¿s installation. No concerning trend was highlighted for reported failure mode. Based on the available information, this kind of malfunction can be caused by: - improper hospital gas supply; - a missed gas blender warm-up phase (user error); - defective gas blender's component (gas mass flow controllers and relative flow sensor). - wearing of the unit due to age (manufacturing date:2018). The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
Device was sent back to manufacturer: reported event was confirmed. The control flow component was found to be defective; replacement was required. Technical safety inspection (tsi) and functional tests were successfully completed. Based on the gathered additional information, root cause has been assigned to a defective control flow component. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: a livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue product was requested back to manufacturer for repair. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received report regarding an electronic gas blender, which signaled an alarm indicating a difference between the set oxygen flow value (2.0 liters/min) and the actual measured value (1.3 liters/min). No leaks were identified from the piping. Restarting the unit did not resolve or improve the issue. The issue occurred during set-up. There is no report of patient injury.